Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens tore on insertion into the eye. Lens was removed with no pt injury. The backup lens was implanted. The reporter stated the lens was damaged due to user error. No product malfunction.

Manufacturer narrative:
(B)(4). Results - (other): visual inspection of the returned product found half of optic and haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - (other): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).